Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional type of investigation codes that were unable to be added in h6: analysis of images, labelling review. The complaint for valve negatively interacts with anatomy was confirmed with empirical evidence as reported by the site. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Limited imaging of the recent heart catheterization was provided, and the imaging evaluation was unable to confirm the complaint allegation of a right ventricular fistula or identify a root cause of the reported right ventricular fistula. No procedural or follow up imaging was provided for review. Due to the limited imaging provided, a root cause cannot be determined. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no corrective or preventative actions were required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system where upon recent heart catheterization it was found that this patient developed a rv fistula. The patient was coiled and doing well in stable condition. The physicians are not sure of the perceived root cause as this was just found during a recent catheterization.